Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this left ventricular (lv) lead exhibited a high, pacing lead impedance measurement of more than 2,000 ohms. The pacing threshold measurement increased; however, sensing was fine. Boston scientific technical services (ts) discussed checking other lv configurations to determine if the out of range measurement was just isolated to lv tip to ring configuration. The field representative checked other configurations and out of range impedance measurement of more than 2,000 ohms was also noted in lv ring to rv tip configuration. Additional information was received that the lv lead pacing impedance measurement went back to normal range after reprogramming. However, the cause of the out of range impedance measurement of the system was not yet determined. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that a revision procedure was performed wherein both the lv lead and device were explanted. A lead fracture was suspected upon visual inspection, however, was not confirmed. No additional adverse patient effects were reported. This device was out of service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.